Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional was able to successfully remove the implant at the time of admission. The patient was able to be successfully extubated and was currently still being treated for bone infection with antibiotics.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Rep reports the patient came in for a 4 weeks post-implant to see a nurse with an infection at the implant site. The area was cultured and the patient was started on antibiotics. The results of the culture showed (B)(6) present so the doctor changed antibiotics to a more appropriate type, another culture was performed, and irrisept irrigation treatments vs. Removal was discussed. A 1 week appointment was scheduled, but the patient didn't show up for the appointment or any follow-up appointment for the last 5 years even though there were multiple attempts to contact the patient. The implanted doctor was contacted by the hospital for consultation because the patient is in the emergency room and is currently intubated in the ICU with sepsis. The hcp has plans to explant the ins and lead at the bedside due to exposure of the ins through the skin and an active infection at the ins site. The issue isn't resolved at the time of the report. The rep will obtain more information from the hcp on (B)(4) 2017. No further patient complications have been reported as a result of this event.